Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip was unable to release from catheter. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. Dimensional examination was performed on the bushing outer diameter, and it was noted within specification. A dimensional examination was performed between the hooks of the bushing, and both sides were confirmed to be within specification. Further dimensional analysis was performed on the braided shaft, and the lengths of various parts were within specification. The bushing tabs were measured and the measurement of each sides were asymmetrical. It was also noted that the flattening wire was confirmed to be within specification. No other problems with the device were noted. The reported event was not confirmed. The device returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip was able to attach onto the mucosa and the locking mechanism worked perfectly; however, when attempting to deploy, the clip did not detach from the catheter. It was noted that after it was removed from the mucosa, the clip was spontaneously deployed into the patient's bowel. The device was removed by retracting the scope, and the procedure was completed successfully with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip was able to attach onto the mucosa and the locking mechanism worked perfectly; however, when attempting to deploy, the clip did not detach from the catheter. It was noted that after it was removed from the mucosa, the clip was spontaneously deployed into the patient's bowel. The device was removed by retracting the scope, and the procedure was completed successfully with another resolution 360 clip device. There were no patient complications reported as a result of this event.